Manufacturer narrative:
Facility did not provide photos/samples to aid in our quality engineer¿s investigation. With the lack of a sample, the failure mode could not be confirmed. Production batch history records for applicator pn 274415 lot number 0297786 were reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. Records reviewed indicate that the lot passed all the in-process inspections. A potential root cause can be related to material handle post-packaging. At times, several lots are packed in the same pallet to comply with the required sterilization load configuration. Once the material returns from sterilization, each pallet is re-configured to have only one lot number per pallet. An awareness training was performed to all associated related to pallet configuration activities (pre-sterilization and post-sterilization and shipping). Additionally, this complaint will be track and trended.

Event description:
Material no.: 274415 batch no.: 0297786 it was reported part number 274415 was erroneously included in a pallet of 272415. Per email: we would like to request opening a complaint for a quality notification we just received. It was reported that last week, operators in temse (EU dc) found one case of pcn 274415 lot 0297786 in a pallet of pcn 272415 lot 0295130 during picking. In the meantime, temse did the investigation at their site with following conclusions: there is one case more from 274415 lot 0297786 then expected there is one case less from 272415 lot 0295130 then expected no mix up could have happened during inbound as batches were received on different days. The mistake was not found at inbound receiving, but operators confirmed us the case was sitting in the pallet, so it is difficult to find at inbound. Batch 0295130 was already released for sales and transferred to pick area (ground location). Batch 0297786 was not released, has not been transferred to a ground/pick location. So no mix could have happened during this process. Because of this investigation, we believe the box was already sitting in the pallet when we received it from the el paso plant. Could you please open a complaint and investigate?

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 274415. Batch no.: 0297786. It was reported part number 274415 was erroneously included in a pallet of 272415. Per email: we would like to request opening a complaint for a quality notification we just received. It was reported that last week, operators in temse (EU dc) found one case of pcn 274415 lot 0297786 in a pallet of pcn 272415 lot 0295130 during picking. In the meantime, temse did the investigation at their site with following conclusions: there is one case more from 274415 lot 0297786 then expected. There is one case less from 272415 lot 0295130 then expected. No mix up could have happened during inbound as batches were received on different days. The mistake was not found at inbound receiving, but operators confirmed us the case was sitting in the pallet, so it is difficult to find at inbound. Batch 0295130 was already released for sales and transferred to pick area (ground location). Batch 0297786 was not released, has not been transferred to a ground/pick location. So no mix could have happened during this process. Because of this investigation, we believe the box was already sitting in the pallet when we received it from the el paso plant. Could you please open a complaint and investigate?